Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the device was returned within the introducer sheath. This is not a gore product and therefore was not evaluated. The endoprosthesis was displaced distally, exposing approximately 45 mm of the distal shaft of the catheter on which it is mounted. The outer braided constraining line layer was deployed approximately 18 mm, there was no expansion of the endoprosthesis. The deployment knob did not appear to have been pulled as evidence by the taught deployment line in the hub. During the engineering evaluation, deployment was initiated by deploying the exposed deployment line near the transition. The most proximal circumferential row of struts were bent backwards slightly. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient presented with an aneurysm in the splenic artery which was intended to treat with a gore viabahn endoprosthesis. The medical device was introduced through a 10fr cook introducer sheath and advanced to the aneurysm. It was stated that the arteries were quite tortuous and some friction was recognized during advancement. It was reported to gore that when medical device deployment was intended to be initiated the physician observed that the endoprosthesis was displaced and shortened on the catheter shaft distally. It was not possible to remove the gore viabahn endoprosthesis through the introducer sheath, therefore a little vessel cut down was performed to remove the medical device from the patient.